Manufacturer narrative:
Additional information section a1: 110010132283 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates the reagent lot is performing as expected. Ticket trending data did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the alinity I tsh reagent lot 43474ud00.

Event description:
The customer observed a falsely depressed alinity I tsh result generated on an alinity I processing module. Sid (B)(6) initial result generated on cobas system = 9.77 uiu/ml, repeat result on cobas = 9.82 uiu/ml, which were both high. The customer rechecked the sample on the alinity I generating a result = 0.028 uiu/ml (low) and 9.26 uiu/ml (high). There was no impact to patient management.